Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 694965, implantable defibrillation lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds following cryomaze procedure. The lead was capped and replaced. No patient complications were reported as a result of this event.